Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right atrial (ra) lead, exhibited fluctuating pacing impedance measurements along with noise. The impedance measurements had been stable in the 400 ohm range and then spiked to greater than 2,000 ohms. Review of the logbook revealed inappropriate atrial tachy response (atr) episodes due to oversensing. Boston scientific technical services (ts) discussed reprogramming to mitigate the reported observations. No adverse patient effects were reported.